Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported that during a left colon resection procedure, they went to put blue ancillary trocar on the anvil to pass it off to the surgeon when they noticed that the blue plastic piece was bent to the point that it was not functional. The device was never came in contact with the patient. A new one was pulled to continue the procedure. The device was discarded.